Event description:
Facility alleges blood leak during dialysis. Chief tech reports leak occurred at beginning of treatment. Machine alarme; dialysate at drain. Circuit discarded; estimated blood loss > 100 cc. No pt injury reported.